Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a fresenius 2008t machine that had the ultrafiltration (uf) timer and the remaining time timer stop working approximately half way through a patient¿s hemodialysis (hd) treatment. Upon follow up, it was confirmed that the patient remained on the machine and completed treatment. It was confirmed the patient ended the treatment approximately 1 kilogram heavier than scheduled. The patient had no complaints or symptoms as a result of the event, and it was confirmed the patient did not require any medication, medical intervention, or any extra treatment as a result of the issue. The patient is continuing their regular hd treatments without any further issues. It was confirmed the biomedical technician replaced the function board to resolve the issue and return the machine to service, and the original function board was kept and will be returned for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.